Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0501 captures the reportable event of electrode detached. Block h10: investigation results. The returned orise proknife was returned and analyzed. There were no visible failures and after a functional inspection, it was observed that the electrode was in good condition. Based on the available information, product analysis of the returned device did not identify any evidence of either the alleged issues or any defect on the device. Therefore, the most probable root cause is no problem detected as the device returned on good condition.

Event description:
It was reported to boston scientific corporation that an orise proknife was used during an endoscopic submucosal dissection (esd) procedure performed on an unknown date. It was reported that the orise electrode was dislodged. The procedure was completed using another orise proknife. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an orise proknife was used during an endoscopic submucosal dissection (esd) procedure performed on an unknown date. It was reported that the orise electrode was dislodged. The procedure was completed using another orise proknife. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0501 captures the reportable event of electrode detached.